Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported being hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following shortness of breath and fluid retention due to drain complications and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with staphylococcus aureus and a wbc count of 201/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. Additionally, the patient¿s fluid retention and associated symptoms were attributed to the infection and a fibrin buildup in her pd catheter (not a fresenius product) resulting. The patient was prescribed intraperitoneal (ip) vancomycin and ip cefepime initially, followed by intravenous gentamycin and oral ceftriaxone (dosages and frequencies unknown) to address the infection while hospitalized. The patient¿s pd catheter was removed due to the severity of infection, and the patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine for the duration of the admission. The patient had an uneventful hospital course, and patient was discharged home on (B)(6) 2026. The patient recovered from this event and continues hd therapy on an in-center basis post-discharge. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient will return to ccpd therapy on the same liberty select cycler upon resolution of infection.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy, utilizing the liberty cycler set and the adverse event of peritonitis, characterized by drain complication during pd therapy leading to fluid retention and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The source of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human nares and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.